Event description:
The manufacturer received information concerning a bipap a40 system silver series device. There was an allegation that during delivery pre setup it was noted that the "loss of power" alarm did not sound audibly. There is no allegation that the device did not power on. There was no allegation of patient harm. The device was not reported to be in patient use. The bipap a40 system silver series device was returned to the manufacturer's service center. Upon stopping the power supply during operating the device, "loss of power" alarm did not sound, and the alarm indicator was flashing quicker than usual. The ac power was reconnected in this condition, and it was confirmed that the airflow was delivered after the alarm sounded. By checking the error log, there were no errors indicating device malfunctions observed. The main board was replaced to address the issue. The replacement of the device's main board confirmed that the issue was resolved. The device was checked overall, cleaned, and functionally tested. The manufacturer¿s investigation is ongoing. If any additional information is received, a follow-up report will be filed.